Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and performed extended self-testing on the device,o2 % calibration and all tests passed

Event description:
It was reported that on an 840 ventilator o2 sensor was not working. Patient involvement is unknown.